Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and other manufacturer right atrial (ra) lead exhibited intermittent high out of rance pacing impedances measuring 2100 ohms that were being oversensed by the respiratory rate trend sensor (rrt). Boston scientific technical services discussed possible causes and provided programming options. The health care professional turned off the rrt sensor and will continue to monitor. At this time, this crt-d and other manufactures ra lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).